Event description:
Boston scientific crm received information that during the explant procedure difficulty was encountered while trying to loosen the setscrews.

Manufacturer narrative:
Attempts to obtain additional information was unsuccessful. The resolution/outcome remains unknown. No adverse patient effects were reported.